Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The distal end of the delivery wire was observed broken next to the retracting bump. The stent component remains inside the introducer. The broken condition of the delivery wire suggests that the delivery wire was pushed or retracted against resistance sufficiently to cause the delivery wire to break and disengage the stent. Therefore, the reported issue documented in the complaint can be confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9616876. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9616876) was impeded in the distal end of the concomitant microcatheter and could not pass through the microcatheter. The physician retracted only the stent and replaced it to complete the procedure using the same original microcatheter. There was no negative impact on the patient. On 21-aug-2025, additional information was received. Per the information, the target aneurysm was on the ophthalmic segment of the internal carotid artery. There were no vessel characteristics such as tortuosity or calcification. The concomitant was a prowler select plus microcatheter. Continuous flush was maintained through the microcatheter. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rotating hemostasis valve (rhv) during the advancement of the device. There was no clinically significant delay in the procedure due to the reported issue. Based on the product investigation completed on 16-oct-2025, the issue reported has been determined to be reportable as a "malfunction."